Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the potentiometer. The system was tested and is operating as intended.

Event description:
The customer reported that there was a motion error message on the 9900 system, and that the remote did not work. No pt injury was reported.